Event description:
Customer performed a blood glucose test and received a result of 402mg/dl. The customer states they were nearly in a diabetic coma. Paramedics were called and the customer was given a glucagon IV and taken to the hosp where a result of 23mg/dl was received. A request was made for the return of the suspect device and replacement product was sent.